Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was successfully implanted transduodenal to the common bile duct during a choledochoduodenostomy procedure performed on (B)(6) 2017. The stent was implanted as an alternative to an endoscopic retrograde cholangiopancreatography (ercp), as the patient was not a candidate for an ercp. According to the complainant, on (B)(6) 2017, the patient presented with pain. Imaging was performed and it was noted that the axios stent had migrated distally into the peritoneum. The stent was removed from the patient with forceps and the duodenal puncture was closed with an ovesco clip. A wallflex stent was then implanted transduodenal to the common bile duct. There were no patient complications as a result of this event. The patient's condition as reported to be stable.